Event description:
On b)(6) 2013, the patient¿s dad contacted animas on behalf of the patient to report that the patient was treated at the hospital with insulin after she tested at 400 mg/dl and had symptoms of nausea and vomiting. The patient¿s hcp feels that the patient¿s issue may have been virus related. At the time of the call to animas, the patient was discharged from the hospital and was still on insulin pump therapy. The patient indicated that she will change the infusion set when she gets home. Troubleshooting indicated that the date was set b)(6) 2013, while the actual date was b)(6)2013. The time is correct. There was a possible time and date reset issue on b)(6) 2013, when the patient¿s history showed it was suspended at 11:57 pm and resumed on b)(6) 2007. This complaint is being reported because the patient required medical intervention for hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/30/2013 with the following findings: no defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.